Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision of competitor devices, left hip. While implanting a screw through a trident ii shell, the screw broke. The surgeon had used a 3.3 x 25 drill bit to prepare the acetabulum. 6.5 x 35mm screw was less than halfway into the patient. Patient reportedly has sclerotic bone (hard/ dense bone quality). The portion of the screw was not sitting proud and the surgeon decided to leave that portion in the patient. Surgeon proceeded to use a 4.0 x 25 drill bit to prepare the acetabulum, and was able to implant 3 screws of smaller length (6.5 x 20 and 6.5 x 30mm). Rep confirmed there was no surgical delay.